Event description:
I had a pace maker installed in 2000, the brand name of the pacemaker was meridian -model number - 1176. By 2005, I started to notice that the pacemaker was not performing the way it was supposed to. It was programed to a keep a frequency -ppm- of 65 ppm - 80 ppm, but I started to experience my pulse at 40 ppm, without the pacemaker starting to work to make it go up to 65 ppm up to 80 ppm. I started to feel dizzy, lack of oxygen, breathless,and very low blood pressure, so I decided to go back to the cardiologist, and have the pacemaker tested. To my surprise, my cardiologist, dr orlando gudiel, found out that the pacemaker was not properly working, so he explained that it was necessary to replace the pacemaker because of a malfunction, even though the batteries were fully charged. I am a pt that takes blood thinners, coumadin, so it is very hard to get me prepared to implant a new pacemaker model kappa ksr901. It was then, when I was informed of the origin of the malfunction of the pacemaker that I was trusted to carry, also of the recall that this pace maker model meridian-1176, has a malfunction that could cause those symptoms, and maybe death. It should be taken out of the market. I only hope that all pts were informed of this malfunction, before it is too late. It is only correct that the money that I spent on that dangerious device should be sent back to me, even though this will not replace the anguish that I suffered, and my family that helped with prayer, moral and economic support, therefore, I am writing this to notify, and get my money back.